Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. The device was delivered to the facility 14 years and 2 months ago. The exact cause of the reported event could not be conclusively determined. However, omsc guessed that the reported event was caused by the defect of the pressure sensor. The defect of the pressure sensor may have been caused by aging. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that a faulty value of the gas pressure was displayed. Reportedly, there were problems with gas during a procedure. Then, olympus inspected the device at the service department of olympus (B)(4) and found that the pressure sensor was defective and outputted an incorrect input pressure. It was also found that a seal was missing on the high pressure hose. There was no report of patient injury associated with this event.